Manufacturer narrative:
Unknown due to lot number being unknown. Expiration date - unknown due to lot number being unknown. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that two hours after the carotis intervention procedure, a groin hematoma retroperitoneal was diagnosed. The bleeding occurred out of the procedure room. The hematoma was surgically sutured. There was no difficulty with arterial access, sheath, guidewire or catheter insertion. A pre-angio-gram was performed and there was no issues with insertion, deployment, or withdrawal of the device. This was a right femoral artery puncture. The blood loss amount is unknown. The patient required surgical intervention due to the event. The artery was sutured. The patient is in stable condition. Hemostasis was achieved by surgically suturing the hematoma. The patient had an extended hospital stay. Additional information was received on 9/4/2018: it was reported that the groin hematoma was inside the retroperitoneal area.